Event description:
Pt admitted with diagnosis of cva & was receiving IV heparin for anticoagulation. The "t" extension on his IV tubing became dislodged from the IV cannula & the pt lost approx 150cc of blood. The packaging of the "t" extension was changed recently, &, although the product number is the same, nursing personnel have noticed a tendency of the product not to attach securely to the IV cannula.